Event description:
The report received from the affiliate indicated that an aviator and a precise pro rx stent could not pass the lesion. The procedure was completed with a 7 x 4 precise stent. Upon receipt of the precise stent, it was deployed and received.

Manufacturer narrative:
One non-sterile precise pro rx us carotid syst was received coiled inside two plastic bags. Seven kinks were detected at 4.2 cm, 98.9., 99.3 cm, 99.9 cm and 100.4 from proximal end and 13.7cm and 14.6 cm from distal end. Stent was deployed and received. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. Functional test was performed. The unit was introduced trough 6 fr cordis catheter sheath introducer and no friction/resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition could not be conclusively determined; however, it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The reported "failure to cross" by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The exact cause of the failure could not determine. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that the precise pro rx stent could not pass the lesion. Upon receipt of the precise stent, it was noted to have been deployed (stent was included in return). Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. When the stent deployed is unknown. One non-sterile precise pro rx us carotid syst was received coiled inside two plastic bags. Seven kinks were detected at 4.2 cm, 98.9., 99.3 cm, 99.9 cm and 100.4 from proximal end and 13.7cm and 14.6 cm from distal end. Stent was deployed and received. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. (B)(4). The unit was introduced trough 6 fr cordis catheter sheath introducer and no friction/resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the 'kink' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues '(B)(4).' Handling and procedural factors could be contributed to this condition. The reported 'failure to cross' by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The exact cause of the failure could not determine. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.